Event description:
It was reported to boston scientific corp that a solyx sis system was used during a sling placement procedure. According to the complainant, the procedure was completed successfully. Two weeks later, the pt fell and again became incontinent. Upon exam, the physician noted that the mesh carrier had "popped loose". The physician prescribed estrogen cream. Several attempts at f/u have been unsuccessful.